Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir and button error. Customer's blood glucose was 198 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
No button error alarms were noted during testing. The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform any tests or verify low reservoir alarm due to the unresponsive buttons. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.